Manufacturer narrative:
The device was returned for analysis. The device was above eri upon received. The device is not subjected to the advisory list. No battery alert was detected from the device image. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. No anomalies were detected.

Event description:
During a device replacement procedure due to normal elective replacement indicator (eri), the patient was observed to be in asystole. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.